Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf034 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf034) have been reported from the same facility.

Event description:
It was reported that the miniloc w/ y-site was found to be "defective". On 9/24/2019: additional information rec'd states that the port needle is leaking from the septum on the needleless valve on the y-site. It seems to be happening when nurses are drawing blood from a port and blood leaks out of the septum of the y-site valve. It was stated this has occurred with 16 devices. This report addresses the fifteenth device.